Event description:
Caller states the compact meter produced a result of 700 mg/dl. The device's numeric reading range is 10-600 mg/dl; values > 600 mg/dl should display as "hi". Caller did not provide information on whether customer took any action on the result. No adverse event reported. Requested return of suspect device and replacement was sent.